Manufacturer narrative:
The hill-rom technician found the communication junction box had bent pins. Per the hill-rom service manual the retractable bed must have an effective maintenance program. We recommend that you perform preventative maintenance annually to help to ensure a long and productive life for the retractable bed. This will help minimize downtime due to excessive wear failures. Communications: communication junction box is inspected and tested. All sidecom feature are tested to insure proper function. The communication cable is inspected as well as the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the communication junction box to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).